Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first three staples were misaligned. The stapler was returned with its trigger partially engaged. Evidence of use in the form of biological material was observed on the device. The stapler was received with 41 staples left in the cover block. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from firing. Multiple attempts were made, but no staples fired. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The saddle spring was correctly attached to the pusher. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit 528235 visistat 35w 6/box for investigation. Visual examination of the returned stapler revealed that the first three staples were misaligned. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from firing. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The saddle spring was correctly attached to the pusher. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming and no patient harm". To complete the procedure, another stapler was used.

Event description:
It was reported that "staple jamming and no patient harm". To complete the procedure, another stapler was used.

Manufacturer narrative:
(B)(4). The full UDI:(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.